Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Reaction was described as raised, red bumps with itching, located under the sensor pod. On (B)(6) 2016, patient saw the dermatologist. During the visit, the dermatologist recommended that they thoroughly heal all sites as there were still some rough skin areas. Dermatologist prescribed moisturizing lotion as well as cloderm (clocortolone ) cream .1%. Affected area was treated with the cloderm cream. Patient's mother stated that this produced healing results within 3 to 5 days. At the time of contact, the patient was in good condition. Additional event information was not provided. The sensor was inserted into the arm. The g5 mobile continuous glucose monitoring system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.